Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, a malfunction alarm occurred. Customer confirmed pump display turned on when plugged into a power source. There was no reported adverse effect to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 12 issue was verified, but the ui: unexpected shutdown issue could not be verified. The information will be used for tracking and trending purposes.